Event description:
It was reported that the procedure to treat a 80% stenosed de novo lesion in the mid left main (lm) artery to the left anterior descending (lad) artery with heavy calcification. The lesion was pre-dilated with a 4x8mm balloon at 10 atmospheres (atm). The 4.00x12mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was implanted. While removing the delivery system a distal edge dissection was noted. Therefore, a 4x8mm drug eluting stent (des) was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system, electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.